Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported ' turns of by self' which was not reproduced. A review of the event history log identified evidence of the device 'turns off by self'. Evaluation determined no correction is required at this time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had turned off by itself. There was no patient involvement. No additional information is available.